Event description:
Same ase as MFR report #: 2134265-2009-03126. It was reported that during an abscess drainage procedure, the wire was unable to be removed requiring surgery. The patient underwent CT guided placement of a starter wire and 8f flexima drainage catheter in a pelvic abscess. Following the procedure, the wire was unable to be removed. Under fluoroscopy, the wire appeared to be kinked. The patient was taken to surgery to remove the drainage catheter and wire.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.